Manufacturer narrative:
This electrode will be retrieved from archive for laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Setscrew mark was noted on the proximal connector, sense a contact pin which indicates a proper electrode insertion. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services. The fcr reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device's tachycardia mode has been programmed off due to delivery of inappropriate shock therapy. The patient was laying down just prior to delivery of inappropriate shock therapy. A review of the inappropriate shock episode from the patient's latitude home monitoring system showed small amplitude r-waves with large t-waves associated with oversensing. The programmed sense vector at the time of inappropriate shock therapy was secondary which uses the electrode sense a and device. The patient was presented back to the electrophysiology (ep) laboratory in late-(B)(6) 2018. The s-ICD device and electrode were explanted without incident. A single chamber implantable cardioverter defibrillator (ICD) and implantable transvenous right ventricular (rv) defibrillation lead were implanted. The s-ICD device and electrode were received at boston scientific's return products department.